Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard and bio metric identifier had issues. The technical support specialist confirmed that the customer stated the issue had been resolved by the field service engineer. The case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the keyboard and bio ID were difficulty to use. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.